Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead had a fracture. The lead was capped and replaced. It was also reported that the serial number of the replacement lead was reported incorrectly. The error was corrected with the correct serial number. No patient complications have been reported as a result of this event.